Manufacturer narrative:
The customer indicated that they could move the mouse but they could not click anything. The philips clinical application specialist (cas) attempted to reboot the device from philips remote service (prs) connection, but the device was grey and the cas could not do a remote reboot. The biomed restarted device by pressing the power button. The device was functional following the restart. The case was escalated to a philips product support engineer (pse) for investigation of this application freeze. Logs were checked and the issue appeared to have started 2025-06-10 15:11. The investigation confirmed a software deficiency described as follows: "to trigger a computer reboot, [the software] uses a windows api call (advapi32::initiatesystemshutdownex) which returns whether or not the shutdown request succeeded, but [the software does] not process the result, assuming the call succeeds. The code should be updated to expose the result and corresponding error code to at least log it, if not take additional actions to reboot the computer." The device was restarted to immediately address the issue and can be used as a work around. Analysis was performed and investigation has been completed. An update of the new software will be released at a later date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that no alarms are heard on the central monitor. When the monitor alarms, the center does not hear anything, the curves and visual alarm work, the volume has been checked and the nurses also checked that the speaker wire is properly connected. The device was reported to be in clinical use. No adverse event to the patient or user was reported.